Event description:
The customer reported that there was no image displayed. The reported issue was observed during reprocessing. There was patient involvement.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused by a faulty dp board (printed circuit board). In addition, service found that battery was depleted and there was rust on the bottom plate. Per the legal manufacturer, these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported issue (no image) occurred due to faulty dp board. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.